Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Inadvertent intrastromal injection of ophthalmic viscoelastic. J aapos. 2013 dec 2017(6) page number 639-41. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article revealed that while treating a patient before entering the anterior chamber, ophthalmic viscosurgical device was accidentally injected into the corneal stroma, leaving a 4mm opacity superonasally within 4 mm of the central cornea, on the first postoperative day vision improved and there was mild superior corneal edema, by weeks after surgery the visual acuity improved. The cannula used to inject viscoelastic may had contributed to the reported event. No further information expected due to unlikelihood.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).